Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to far p wave oversensing. Programming changes were made and the sensing anomaly was resolved. Device remains implanted.